Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call that sensor needle broke apart when attempting to insert sensor and cannula never penetrated the skin. Customer's blood glucose was not reported. Customer was advised that sensor would be replaced.

Manufacturer narrative:
Failure analysis is unable to confirm insertion needle anomaly on one opened and used enlite sensor due to the insertion needle was separated from the insertion base also, found the sensor cannula was bent; unable to confirm if the customer received the sensor in said condition due to the sensor was returned opened and used.